Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed to have originated from the ¿return port¿ during continuous renal replacement therapy with a prismafelx m100. It was reported that the y-connector was connected to the return line and that calcium was connected to the return port. Blood was reported to be squirting out. The filter was changed and the y-port replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.